Event description:
On 18mar2025, a literature search was received that identified a serious adverse event that occurred in japan when a patient (pt) was wearing acuvue® oasys® brand contact lenses (cls). The article entitled, "a case of bacterial keratitis in a patient using orthokeratology and soft contact lenses," published on 05sep2024 was reviewed and summarized as follows: the article outlines the case of a 63-year-old male in japan with a history of high myopia who developed sudden vision loss, eyelid swelling, eye pain, discharge and tearing in the left eye (os). Ten years ago, the pt began wearing an unknown orthokeratology lens (prescribed by a non-ophthalmic facility) at night and an acuvue oasys brand contact lens (cl) during the day. The pt replaced the orthokeratology lens approximately every 2 years and had been using the current orthokeratology lens for one and a half years. The pt has worn some type of lens for almost 24 hours a day, 365 days a year. Two days before visiting an eye clinic, in japan, the pt experienced a sudden decrease in visual acuity in the left eye, eyelid swelling, eye pain and discharge, and tearing. The pt was diagnosed with infectious keratitis and referred to a hospital ophthalmology department on the same day for further examination and treatment. The pt's past medical history included rheumatoid arthritis, for which the pt was taking oral steroids. At the initial visit, the os had a ucva of 20/1000 and was uncorrectable. A ring-shaped corneal abscess/ulcer in the central cornea, corneal infiltration across the entire cornea, staining, and conjunctival hyperemia were noted in the os with fundus not visible. The corneal endothelial cell density, coefficient of variation (cv), and hexagonality (hex) images measured in the os, due to corneal opacity, were unclear, and measurements were likely inaccurate. Based on these findings, a pseudomonas aeruginosa infection was suspected. On the same day, the patient was hospitalized, and antibacterial treatment was started with frequent administration of levofloxacin 1.5% eye drops (cravit®), cefmenoxime hydrochloride 0.5% eye drops (bestron®), gentamicin 0.3% eye drops (gentamicin) eye drops to the os, and ofloxacin 0.3% eye ointment (tarivid®) was administered once before bedtime. In addition, imipenem/cilastatin IV infusion 0.5 g (tienam®) was administered twice daily until the bacterial culture results were confirmed. Five days later, p. Aeruginosa was detected from both the corneal scrapings and conjunctival sac scrapings, including eye discharge. All medications except for levofloxacin 1.5% eye drops and ofloxacin 0.3% eye ointment were discontinued. At the two-week mark from the initial visit, although corneal opacification remained, the ulcer had healed with scarring, and the patient was discharged. At discharge, the bcva of the left eye was 20/125. The corneal endothelial cell density, CT, and hex in the left eye were measurable and were 2000 cells/mm², 41%, and 45%, respectively. The hyaluronic acid 0.1% eye drops (hyalein®) and bromfenac sodium hydrate 0.1% eye drops (bronuck®) were added. One week later, fluorometholone 0.1% eye drops (flumetholon®) was added. Two months later, scar healing was confirmed and a bcva of 20/20 was achieved with rigid gas permeable (rgp) contact lenses, and the patient began wearing rgp lenses in both eyes. Although the infection was suppressed and the inflammation subsided, irregular corneal astigmatism caused by the corneal ulcer persisted. Uncorrected visual acuity was 20/300 in the left eye, and best-corrected visual acuity was 20/70 with -9.00d sphere. At seven months after the patient started using rgp lenses, no recurrence of the infection has occurred and good bcva has been maintained. Attempts were made to obtain additional medical information from the corresponding author with no success. No additional information has been received. The date of the pt¿s event is being recorded as 01jan2014 as the exact event date is unknown. The suspect os lot number is unknown. Availability of the suspect os cl for return and evaluation is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.